Manufacturer narrative:
(B)(4).

Event description:
It was reported that false auto mode switch episodes caused by noise was observed on the atrial lead. It was noted that noise was caused by electromagnetic interference (emi). No change in impedance was observed. Patient was asymptomatic. It was recommended to replace the lead. The lead will not be explanted. No further information available.